Event description:
The technician alleged the side rail was broken and would not latch. No patient impact.

Manufacturer narrative:
The technician replaced the side rail center arm, release lever, latch spring, latch, release shaft and all other support retainers to resolve the issue.